Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the device system was used to infuse ¿other¿ drug but the specifics were not provided. The cause of the event was listed as the pump, stating ¿could not fully fill pump reservoir,¿ adding they were only able to place ¿about 8cc¿ of drug in reservoir at refill, ¿despite several attempts." At a subsequent refill, under fluoroscopy, the healthcare provider ¿was able to ¿unstick¿ pump with significant pressure so that full refill could then be accomplished.¿ an x-ray was done on (B)(6) 2013, the results were the ¿side of bellows appeared to be stuck.¿ it was noted that there were ¿no health issues¿ associate with the event. The patient did not require hospitalization as result of the event. The outcome was noted as no injury. Additional information received reported that the device was still implanted; the doctors ¿fear he can¿t live through another surgery.¿ regarding the foreign material allegation it was noted that the bellows appeared to be jammed with a small round object that kept the bellows from opening all the way.¿ the reporter had no further information.

Event description:
It was reported that the pump reservoir could be aspirated, however, the reservoir could not be filled completely. Four and a half milliliters (ml) were successfully aspirated. However, the reservoir could only be filled with 8 ml. The health care providers verified there was no air in the system. An ultrasound and c-arm was done in which it was determined that half of the bellows were not expanding and that was preventing them from filling the pump completely. Multiple attempts were made filling and aspirating the pump, however, this did not resolve the issue. Further noted, the bellows appeared to be jammed with a small round object that kept the bellows from opening all the way. In addition, the patient experienced no symptoms. It was unclear as to what the object was blocking the bellows. The plan was to replace the pump. The patient was reported as ¿ok for the next three weeks.¿ this pump delivered dilaudid, bupivacaine, and baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8596sc, serial# (B)(4), product type: catheter. (B)(4).